Manufacturer narrative:
The reported events were lead dislodgement, far r oversensing, and inappropriate capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. The full helix extension length was measured within specification. The reported event of far r oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged prior to discharge on (B)(6) 2025. It was noted that the ra lead had dislodged into the ventricle and was sensing and pacing the ventricle. Lead dislodgement was confirmed by x-ray. The lead was repositioned on (B)(6) 2025; however, the repositioning resulted in the lead dislodging again. The lead was subsequently explanted and replaced. The patient was in stable condition.